Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the door on the pump/shaver device broke. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that the door to the duo pump broke, was confirmed. It was found that the irrigation door was broken and that the suction door had a cracked hinge. The damaged parts were replaced and a keyboard mask was added as a part of preventive maintenance. The device was tested and found to be working according to specifications. The physical damage to the device is a clear indication of user mishandling or a possible fall during transport or storage. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.